Manufacturer narrative:
As of today the investigation is in-progress and a follow up will be filed as needed. Internal complaint reference: (B)(4).

Event description:
It was reported that during a biopsy procedure using an atec unit, "the patient bled profusely and when the canister became full it resulted in back flow into the equipment tube rendering it unusable". A field engineer was dispatched to the site.

Event description:
"It was determined that blood had not gone past the filter and the vacuum assembly line was replaced. It is suspected that the lines were not connected to the canister the correct way. The customer was aware the patient had been on blood thinners, but was no longer using them at the time of the procedure and decided to continue. The full canister was noted at the end of the procedure so the procedure was not abandoned and no patient outcome since."